Manufacturer narrative:
No solution was identified during the provided during service activity, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(6)).

Event description:
It was reported to philips that system failed to x-ray after upgrade on a allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.